Manufacturer narrative:
It was reported that a hl20 twin pump displayed the error message beltslip and head. The issue was observed during startup of device. No harm to any person has been reported. According to the hl20 instruction for use, version 02, chapter 8.1.2 technical alarms, it is stated that when the error message beltslip occurs, the pump speed is below 90 percent of the motor speed. Several beltslip errors result in a head error. A getinge field service technician (fst) was sent for investigation and repair. The failure was reproducible. No parts have been replaced. The fst adjusted the belt tension. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2024-12-17 for the period of 2017-09-08 to 2024-12-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-09-08. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head and beltslip" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl20 twin pump displayed the error message ¿head¿ and ¿beltslip¿ during start-up of device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).